Event description:
Noted damage to driveline at the point of connection to system controller. Grounding cables causing electric short from controller to pump, causing pump to stop. Device rep. Notified. Able to repair driveline. Pt tolerated well. Pt dc'd home.